Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed routine preventative maintenance and replaced the ancillary reagent probe and pinch valve tubing. No conclusion can be drawn. The instruments are performing within specifications. No further eval of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained on a pt sample when compared to f/u and repeat testing. The pt was admitted to the hospital ccu for chest pain. There was no known report of adverse health consequences due to the discordant troponin ultra result.